Event description:
It was reported that a cgm error occurred with code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete pump reset information and guided them through the reset process. After the reset, the cgm error did not reappear.